Event description:
It was reported that patient is scheduled for left hip revision surgery due to elevated cobalt and chromium levels.

Manufacturer narrative:
[(B)(4)].

Event description:
Acetabular cup remained implanted.